Manufacturer narrative:
The technician found the siderail latch plate was bent which prevented the siderail from latching. The technician replaced the latch plate to repair the bed.

Event description:
Information received indicates the left siderail is not locking into place when raised.